Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. A impl tapered scr-v sbm 4. 7mm 4.5mm 10mm(tsvwb10) was returned for investigation. However, the mount was not returned. Visual inspection of the as returned product identified worn markings due to usage, slight damage to the drive feature, however no mount was returned. Device history record (DHR) review was completed for the subject lot number (1234857). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1234857) for similar event and no other complaint was identified. Based on the available information, device malfunction has occurred and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Email address was not provided. Premarket identification PMA/510(k) number k011028 and k013227.

Event description:
Doctor reported that during placement the hexagonal of the mount fractured at tooth site 47. In doctor's opinion was the torque not to high. Doctor removed the hexagonal with the drill in order to hold the implant. As he did not know if implant was damaged, he removed it and placed a new one.